Event description:
It was reported that when the patient entered or left a store with a theft detector the alarm would go off when passing through it. This occurred on a daily basis for the patient. The patient found it to be inconvenient and embarrassing. The patient is required to turn the neurostimulator off when entering or leaving a store. This resolved the issue but the patient has little to no effect on treated health care condition.